Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the part of the x ray was not moving. Upon troubleshooting fse found that communication with frontal stand and software to the suite pc has failed, loading the software to the suite pc has failed. On (B)(6) 2024 the system was unable to load software. Fse replaced suite pc and geo io box. After the replacement of the suite pc and geo io box, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.